Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection surgery, when on lobectomy, the surgeon squeezed the handle but it was hard to close the jaws. The device was replaced with a new stapler and new staple. There was no patient injury.